Event description:
The customer reported that she was hospitalized due to low blood glucose level of 86od glucose values were not reported. It was stated that the customer frequently has low blood glucose values. The insulin pump passed the displacement test. Further troubleshooting revealed that programming on the insulin pump was correct. No other info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.